Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to mcp implant broke.

Manufacturer narrative:
See h11: complaint has been evaluated and is similar to: 1644408-2024-00368; mcp-40, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.